Event description:
It has been reported to philips that the system was not starting up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and verified that system does not start up. After reviewing the log file, rse was unable to identify any issues with this date. Rse discovered a real power supply problem. Rse activates the power source. After switching on power supply the system was returned to use in good working order. The codes were updated based on the investigation outcome.